Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue reported from this lot. It should be noted the instructions for use (IFU) states: raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds [clip delivery system] performance. As it was reported that the gripper lever was pulled too hard and as far back as it could, this is considered to be a user error which likely contributed to the reported gripper actuation issue. Based on available information, the reported gripper actuation issue was due to the user error; the reported improper or incorrect procedure or method was due to the user deviating from IFU. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip xtr was prepared by the technician who was new to mitraclip. The gripper was functioning correctly. When she pulled the gripper lever, she pulled it back too far and hard. The lever was pulled as far back as it would go; therefore, it was decided that this clip delivery system (cds) should not be used in the patient. The gripper would no longer actuate with use of the gripper lever. A new cds was used to complete the procedure. Two mitraclips were implanted reducing mr grade to 1. No additional information was provided.